Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2019-04533. It was reported that one of the patient's leads had migrated. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. It is unknown which lead had migrated. Therefore, both leads will be reported.